Event description:
Doctors from (B)(6) hospital corp used radiation to remove tonsils which later I developed tumors and cancer. Date of use: (B)(6) 1973. "How was it taken or used: oral." The problem did not stop after the person reduced the dose or stopped taking or using the product.